Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the power consumption was increasing in a gradual fashion. Device replacement was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported.